Manufacturer narrative:
Updated information: d9. Investigation summary the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history record was reviewed, and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending. B3 - date of event - the date of event is unknown, and 01 jul 2025 has been used as a placeholder.

Event description:
Event involved a 7.5" (19 cm) appx 1.2 ml, ext set, smallbore quadfuse w/4 microclave¿ clear, 4 check valves, 4 clamps, luer lock where the reporter stated that ringers lactate was running through a quad and disconnected. They stated that one of the 4 microclave connectors was depressed but were unable to determine which 4 micro clave connectors was depressed. As a result, they had to change the quad since it was an infection and safety risk. There was patient involvement, no adverse event/patient harm, unknown delay in therapy and no drug quality issue reported as a result of this event.